Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transportation, the cs100 intra-aortic balloon pump (iabp) battery stopped working after about 5 minutes . It was used in conjunction with ECMO and currently in continuous use with ac drive. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit became unusable when used in conjunction with ECMO therapy after 5 minutes. The customer chose not to repair the unit.